Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded several new cartridges to resolve the issue however the cartridge alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.